Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The safety mechanism was completely detached from the assembly. Microscopic inspection of the needle revealed the shaft, tip and flash notch to be well-formed. Regions of increased luster were observed along regions of the flash notch. Following disassembly of the safety cannister, inspection of the red o-ring revealed it to be fractured. The binding clip appeared to be well-formed, with intact edge-breaking. The increased luster indicated that the binding clip was advanced over the needle. The failure of the safety to remain over the needle tip appeared related to the broken o-ring; however, it could not be determined if the ring broke prior to attempted safety engagement or if the ring broke during forceful engagement of the safety. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of (B)(6) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the safety did not engage post placement of catheter because it broke.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu2329 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the safety did not engage post placement of catheter because it broke.